Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there were four(4) cannulas, two(2) were defective and the other two(2) were not opened. It was reported that during use, the inner cannula did not fit in the cannula. A plier was used to remove the inner cannula. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The failure observed is inner cannulas protrusion (white and green connector), no issues are observed to insert or remove the inner cannulas into the outer cannula, the connectors can be lock/unlock properly, and the torque test (inner cannula with integral 15mm twist lock connector) was found within specification. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.